Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no insulin delivery alarms and buttons were unresponsive and they were need to be pressed few times to take action. Customer stated that insulin pump rejected new batteries and rewind process is loud. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black customer returned device for an alleged keypad, rewind, failed battery test and no delivery anomaly on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device passed functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement test, active current measurement test and occlusion test. No unexpected keypad error, rewind or failed battery test alarm anomaly noted during testing. Successfully downloaded history files and traces using thus software. The pump passed the keypad voltage test. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric boards, force sensor, motor and battery tube assembly noted. ¿the device was received with retainer knit line damage and scratched case. In summary, the device passed functional testing. Unable to verify customer alleged for no delivery, rewind or keypad anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.